Event description:
It was reported that during an unknown procedure, upon insertion the surgeon felt the trocar entered the small bowel and created an enterotomy it is not known how the case was completed. It is unknown if there were any patient consequences.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What type of procedure was being performed? How was the enterotomy repaired? Was there a delay in the procedure? If yes, how long was the delay? How was the procedure completed? Was there any patient consequence? Was there any change in the post-operative care for the patient? Is the device available for return?